Manufacturer narrative:
A visual inspection was performed on one opened and used enlite sensor, found the sensor cannula was retracted inside of the sensor base. No broken cannula was found during our analysis. Unable to confirm if the customer received the sensor in said condition due to the sensor was retuned opened and used. The insertion needle was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that there was not sensor signal and data could not be obtained. When sensor was removed, it was found that cannula was very short. Customer's blood glucose was unknown. Sensor would be replaced.